Manufacturer narrative:
Batch review performed on (B)(6) 2017: lot 166635: 59 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, 50 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the cup was loose. The cause of the loosening is unknown.